Event description:
It was reported that a piece of the retrieval pouch may have broken off during a laparoscopic appendectomy procedure and may have been retained by the patient. The patient complained of pain for four to five months after the procedure. She was diagnosed as having left lower quadrant trocar incision/small trocar site hernia. On 09/15/1998, the patient underwent another surgical procedure. During the second procedure a foreign body was received from the abdominal wall at the left trocar insertion site. The patient is reported to have had a good outcome.